Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump into water where it remained submerged and was not retrieved for several hours. Subsequently, the pump was unresponsive and stopped all insulin delivery. The customer's blood glucose level was impacted.